Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced skin irritation near the site of sensor insertion. Patient applied neosporin to area of irritation. Patient reported not experiencing itching or further irritation. No medical intervention was necessary.